Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report open clip, slda, tissue damage, medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted thin and restricted leaflets. The first clip delivery system (cds 00312u141) was advanced to the mitral valve; however, the clip opened more than 15 degrees when establishing final arm angle/efaa. It was tested a second time and the angle was the same so the clip was removed. The procedure continued with a second clip (00310u125). After the clip was deployed, a perforation was noted at the posterior mitral leaflet; and therefore, the clip was re-opened and implanted a bit more medial. Then the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). In the physician's opinion the slda was due to a thin and restricted leaflet. A third clip (l00312u142) was deployed to stabilize the slda. Three clips were implanted, and mr is 3-4. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported single leaflet device attachment (slda) per the physician was related to patient morphology/pathology and due to thin and restricted leaflets. A cause for the reported tissue damage however, cannot be confirmed. Tissue damage is however, listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.